Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent procedure from removal of lcp df plate and locking screws on (B)(6) 2013. During the removal of one of the distal locking screws, the driver broke. The tip of the driver was in the screw head. When the surgeon removed the other locking screw, the hss drill bit broke as well. The tip was also in the screw head. The surgeon was able to remove all screws, plates and broken parts. The surgery was completed successfully. No additional information is available. This is report 1 of 1 for complaint (B)(4).